Event description:
Caller reported an error with their continuous glucose monitoring device labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support emailed the customer detailed instructions on performing a complete pump reset to resolve the issue, and the customer was advised to contact support again if the problem persists.